Event description:
It was reported that there was a malfunction resulting in the loss of display during the case. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The lcd display was replaced to resolve the issue. No patient information to date after calls to customer contact (B)(6) 2022 and (B)(6) 2023. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.